Event description:
Revision approximately four years post operatively. At one year post operative follow up, pt complained of pain, diffuse swelling (anterolaterally) and difficulty ambulating. Conservative treatments were given through the two year follow up and beyond. Last recorded visit was approximately 29 month post operatively.

Manufacturer narrative:
Explanted device was not returned to product manufacturer for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.